Event description:
It was reported that stent restenosis occurred. In (B)(6) 2012, patient presented with congestive heart failure and was referred for coronary angiography which revealed two target lesions. Target lesion #1 was a 90% stenosed, 12x2.5mm, eccentric and de novo lesion located in the moderately tortuous and mildly calcified distal left anterior descending artery(lad). Target lesion #2 was a 90% stenosed, 19x3mm, eccentric and de novo lesion containing a >45and <90 degree lesion bend located in the moderately tortuous and mildly calcified proximal left circumflex artery(lcx). Vascular access was obtained via the femoral artery. Following the introduction of a 6f non-bsc guide catheter and a 0.014mm unspecified guide wire, predilation was performed using a 2.5x15mm unspecified balloon catheter. Following predilation, residual stenosis was 50% in the distal lad and 40% in the proximal lcx. A 2.50x16mm promus element ¿ drug-eluting stent was then implanted in the distal lad. A 3.00x24mm promus element ¿ drug-eluting stent was implanted in the proximal lcx. No patient complications were reported and the patient's status was stable. In (B)(6) 2014, in-stent restenosis of the implanted stents in the distal lad and proximal lcx occurred.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).